Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to not have delivered a shock for ventricular fibrillation (vf). The patient was found unresponsive in their car. Upon, interrogation fault codes 1004 and 1007 were found. The patient was hospitalized and subsequently this ICD system was explanted and replaced. This ICD has been received for investigation. No additional adverse patient effects were reported.